Manufacturer narrative:
E1 - phone number: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around light guide lens has wear. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to k-wire was a cut brushing failing in the machine as being blocked. Also, for adhesive around light guide lens has worn due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope had a brush fall into the device that created a blockage. The event occurred at reprocessing. There were no reports of patient involvement.